Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump accidentally gave them a bolus. The customer¿s blood glucose level was 145 mg/dl at the time of the incident. The pump was beeping to alert the customer to do a blood glucose reading and she pushed the esc and act button and the pump started delivering a bolus. Troubleshooting was not completed, but the customer did a self test which the pump passed. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.